Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 41625. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, cracked battery compartment, and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was alarming error code 41625 powering up. The root cause was determined to be the main board. The main board (pwa) was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.